Manufacturer narrative:
D4: UDI number (B)(4). Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in serum and urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported a false positive result after administering the cardinal health rapid test hcg combo to a patient having a routine check before an operation. The patient disagreed with the positive result therefore a confirmatory test was conducted. The confirmatory test with a plasma sample was performed on an abbott architect device with a result of 4miu/ml. A value below 5miu/ml indicates no pregnancy or menopause. The patient sample was a clear specimen, the liquid controls yielded expected results on every lot number. No treatment was provided and/or withheld based on the false positive result.